Event description:
On 3/3/94 saline prosthesis 168 mammary was implanted and on 4/4/94 removed and returned to manufacturer by doctor's office who had purchased it. The prosthesis was removed due to it deflated and when it was removed dr. Felt that it probably had a bad valve because he could find no holes.